Event description:
The customer reported that the system displayed a communication error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The static random access memory was erased and reloaded. The system was then found to be working as intended and put back into service.